Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. The rep stated that the root cause was unknown but that there is a revision scheduled for mid (B)(6) 2020. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient came in for a device check. When the manufacturer representative went to communicate, no connection could be made. Several attempt to move around the programmer were made, but there was no communication. Patient stated that she had two falls last october. No patient symptoms were reported and no further complications were reported.